Event description:
It was reported that during an unknown procedure, the only information available at this time is the device did not dispense clips when fired. Case was completed with same/like device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Malformed clip the analysis results of the er420 device found that 2 clips conforming, 2 scissor clips class iii, 2 unformed clips, 1 scissor clip class I and 1 clip partially formed were received inside a sample bag. Upon cycling the device, it was noted to be empty and locked out thus; no testing could be performed to evaluate the incident reported. However, it is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.